Event description:
It was observed that during the device evaluation, the colonovideoscope had debris in the light guide lens. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because the cable snapped. The product was returned to olympus service team. The product analysis confirmed that crack, sharp and lifted glues, all low and up zero due to frayed angle wire, instrument channel leak, excessive play on knob. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A shr review was not conducted on this previously serviced device as the complaint is not related to a death, infection, or patient injury. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A CAPA, complaint and risk review was completed for the additional failure's frayed angle wire (a040605 - material frayed) where no related capas were found, no trends were identified and no unanticipated risks, new failures, and/or new harms were identified. The complaint was confirmed the device has frayed angle wire. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. Due to c0601 - degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. No further escalation is required.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h6, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.